Event description:
Fiber laser did not work and wasted two fibers in the process. The laser tech and md had them replace the 200 fiber with a 365 fiber because it was not working as expected. The 365 fiber was making an odd sound that we've had 2 previous complaints about. This time the laser tech checked the blast shield and it was damaged.